Event description:
It was reported the iab was surgically placed. At an unspecified time, the pump began to alarm "helium loss" every 2 to 3 mins. Under fluoroscopy, the iab "looked fine." The staff found no blood or moisture in the tubing. The waveform was "perfect." It was decided to exchange the pump. The pump began to alarm "helium loss. The pump alarmed at the 1 to 1 ratio and the 1 to 2 ratio. At the 1 to 4 ratio, the pump stopped alarming. The pt was stable and therapy was continued. In the afternoon the iab was surgically removed.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.